Event description:
It was reported that the pink slide of the pod had moved forward into the viewing window, but the cannula had not inserted into the infusion site. This indicates a needle mechanism failure that had caused the cannula to retract with the needle. The patient¿s blood glucose level reached greater than 250 mg/dl. The pod was worn less than one hour on the leg.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s928usqs4cza1. Hardware: sm-s928u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.